Event description:
A revision surgery was conducted to extract a van gogh, d4.0 x l16mm, self drilling screw that had its distal tip separated from the main screw shaft. The proximal shaft was removed during this incident the distal tip of the implantable screw was left within the c4 vertebrae. The lack of pre and post op 1st surgery images contributes to an indeterminate conclusion as there is not enough information to assess the cause of the screw fracture due to non-disclosed variables such as patient lifestyle, construct contouring, incidence, and anatomy. In discussion with representative, the system delivered intended function and achieved fusion of treated levels. Partial implantable screw distal end remains in patient per surgeon discretion and does not pose risk toward patient. Event and occurrence is outside the scope of IFU for the device. There was no harm nor injury to the patient and the patient was evaluated as healthy and stable, and no further action is required.